Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found signs of damage, with stent struts on proximal region lifted, bunched and pulled in a distal direction. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink located 80.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during introduction, the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during introduction, the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.